Manufacturer narrative:
Based on the current information provided, the cause of the stemi cannot be determined. The physician reported that the cause of the myocardial infarction was associated with the procedure including general anesthesia in the setting of preexisting coronary artery disease and not related to the ion system, instruments, or accessories. System logs were not available for review at this time. A review of the event was conducted by an isi medical officer and the following additional information was provided: "a 60-year-old male underwent an ion endoluminal procedure. Before biopsies were performed an st elevation was diagnosed associated with bradycardia and hypertension. Emergent left heart catheterization identified 2 obstructed targets in the right coronary artery for which coronary stents were placed. The patient was discharged after a 3-day hospitalization. Myocardial ischemia is a contraindication to bronchoscopy per british thoracic society guidelines. Bronchoscopy is a minimally invasive procedure with a low risk profile and is rarely associated with myocardial infarction. A retrospective study of 20,986 bronchoscopies reported 1 myocardial infarction (0.004%). A more recent prospective multicenter international study of 1,215 reported no associated events of myocardial infarction. In a survey of 103,978 bronchoscopies 71 cases (0.068%) of associated cardiovascular events. There was no malfunction of the ion system, instruments or accessories reported. Based on the available data the myocardial infarction was associated with the procedure including general anesthesia in the setting of preexisting coronary artery disease and not related to the ion system, instruments or accessories." Rand iad, blaikley j, booton r, et al. British thoracic society guideline for diagnostic flexible bronchoscopy in adults: accredited by nice. Thorax. 2013. Facciolongo n, patelli m, gasparini s, et al. Incidence of complications in bronchoscopy. Multicentre prospective study of 20,986 bronchoscopies. Monaldi archives for chest disease. 2009. Folch ee, pritchett ma, nead ma, et al. Electromagnetic navigation bronchoscopy for peripheral pulmonary lesions: one-year results of the prospective, multicenter navigate study. Journal of thoracic oncology. 2019. Asano f, aoe m, ohsaki y, et al. Deaths and complications associated with respiratory endoscopy: a survey by the japan society for respiratory endoscopy in 2010: complications of respiratory endoscopy. Respirology. 201.

Event description:
It was reported that during an ion endoluminal lung biopsy procedure the patient experienced a st-segment elevation myocardial infarction (stemi) event. The registration and navigation workflow steps were completed and the radial ebus probe was used to localize lesion location before biopsy samples were taken. The patient had stemi, hypertension, and a slow heart rate. The ion system was undocked, and the cardiology team was consulted to assess the patient immediately. The patient underwent emergent cardiac catheterization. There were 2 blockages found in the right coronary artery and stents were placed to address the issue. The patient was hospitalized for 3 days and then subsequently discharged home. The cause of the stemi was thought to be due to coronary artery disease and anesthesia. Another contributory factor was attributed to smoking. The physician believe that the stemi would have likely occurred via another modality. There was no device malfunction associated with the event.